Event description:
A supplemental report is being submitted due to the completion of the investigation on (B)(6) 2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the pmcf study and relates to abnormal use, procedure from transaxillary approach, and was not related to the device. It will also capture use error of incorrect sheath size. Initially (B)(4) was opened to capture the thrombus left axillary during primary operation and dissection a. Iliaca left. But after feedback from clinical confirmed abnormal use, (B)(4) was aligned to be cancelled and the abnormal use investigated under this file. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). (B)(4) will capture the compartment syndrome left lower leg which required surgical treatment and was related to post treatment ischemia. This file will capture the thrombus left axillary during primary operation and dissection a. Iliaca left which was due to an abnormal use, procedure from transaxillary approach. It will also capture use error of incorrect sheath size used. Manufacturing records prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label as per the instructions for use, ifu0058 rev004 which informs the user about intended use "the product is intended for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery for the following treatments: - arterclerotic stenosis ¿ total occlusions that have been recanalized¿. As per medical advisor by using transaxillary approach the zilver device was used in an abnormal use way as the access of zilver stent should be gained via lower limb. The product recommendations section of the instructions for use, ifu0058 which accompanies this device states the following; "for arterial access, we recommend the use of an access set that accepts a 6.0 french (2.0mm) introducer catheter¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the size of introduction catheter used (ifu0058) as it was confirmed in the report that a 5.0 catheter size was used image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. As per medical advisor the thrombus was due to an abnormal use, procedure from transaxillary approach, and was not related to the device. There is also evidence to suggest that the customer did not follow the instructions for use in relation to the size of introduction catheter used (ifu0058) as it was confirmed in the report that a 5.0 size catheter was used. Summary: complaint is confirmed based on customer and/or rep testimony. According to the report, thrombus left axillary during primary operation on (B)(6) 2024, surgical treatment was provided and the situation was resolved on (B)(6) 2024. Complaints of this nature will continue to be monitored for similar events.

Event description:
Dissection a.iliaca left. Study lesion reintervention on (B)(6) 2024. (B)(6) 2024 date of procedure. Both right and left leg study legs. 2 study devices for 2 lesions. Pre, peri and post procedure antiplatelet/anticoagulant. Adverse event occurred during procedure. Discharged (B)(6) 2024. (B)(6) 2024 dissection a.iliaca left. Vascular event, dissection. Endovascular/percutaneous treatment. Procedure performed on (B)(6) 2024. Site determined not to be related to study device. Casual relationship to study procedure due to dissection from (B)(6) 2024 not fully treated. (B)(6) 2024 thrombus left axillary during primary operation. ( (B)(4) ) access event of thrombus. Surgical treatment. Site determined not to be related to study device, casual relationship to study procedure from transaxillary approach. ( (B)(4) ). (B)(6) 2024 compartment syndrome left lower leg. Surgical treatment. Led to hospitalisation or prolongation of patient hospitalisation. Site determined event was not related to study device and casual relationship to study procedure related to post treatment ischemia. Lesion #2 left leg. Zfv6-125-7-40. In iliac. De novo lesion stenosed (50-99%). Reference vessel diameter 6-6.9mm. Cook introducer sheath used (kcfw). Cook catheter was not used. 5 french catheter used. A cook guidewire was not used. 0.035 inch 260cm used. Pre-dilation performed. Atherectomy was not used in the index procedure. Intravascular imaging was not used in the index procedure. Lesion #1. Right leg. In iliac. De novo lesion stenosed (50-99%). Reference vessel diameter 8-8.9mm. Zfv6-125-9-40. Cook introducer sheath used 9kcfw). Cook catheter used (hnbr5). 5 french. Cook guidewire used 0.035 inch, 260cm. Pre-dilation performed. Atherectomy was not used in the index procedure. Intravascular imaging was not used in the index procedure. This file will capture the off label use of the transaxiliary approach and the use error of a 5 french access sheath as per ifu0058-4 that accompanies the device " or arterial access, we recommend the use of an access set that accepts a 6.0 french introducer catheter.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.